Event description:
International affiliate reports that icp sensor was implanted and monitored. The value that the sensor indicated was high and continued to rise. Peripheral devices were checked and were functioning properly. Additional info concerning this event has been requested of the affiliate.